Event description:
Manufacturing ref. #: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported event. The event is duplicated on site. The received test log confirms that the pressure transducer was measuring wrong. The 1781 printed circuit board was replaced by our fse and the ventilator passed all the functional and safety tests and returned to clinical use. The received technical log does not contain any errors that may indicate a ventilator malfunction. The internal log does not contain any relevant information on the given event date. The exchanged pressure transducer pcb was not returned for our investigation therefore the further investigation was not possible. The root cause of the reported event could not been identified due to lack of goods.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre- use check. There was no patient involvement. Manufacturing ref. #: (B)(4).